Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the inner coil of the lead was over torqued. This caused the inner coil to collapse and damage the inner insulation. The damage found likely caused the reported high impedance, high threshold, and sensing anomaly.

Event description:
It was reported that during implant, the atrial lead exhibited high impedance, high threshold, and a sensing anomaly. The lead was not used and a new lead was implanted. No patient symptoms were reported.